Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. A supplemental report will be submitted upon completion of the investigation. Legal case.

Manufacturer narrative:
An event regarding pain involving a trident shell and audible noise involving an unknown ceramic head and unknown ceramic liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent total right hip arthroplasty on (B)(6) 2005 and was implanted with a stryker trident acetabular hip system coc. It is further alleged that after implantation, plaintiff began to experience pain in the right hip in or around (B)(6) 2009. In (B)(6) 2011, plaintiff began to notice a clicking noise in her right hip and was revised (B)(6) 2011.

Event description:
It was reported through the filing of a lawsuit that allegedly the plaintiff underwent total right hip arthroplasty on (B)(6) 2005 and was implanted with a stryker trident acetabular hip system coc. It is further alleged that after implantation, plaintiff began to experience pain in the right hip in or around (B)(6) 2009. In (B)(6) 2011, plaintiff began to notice a clicking noise in her right hip and was revised (B)(6) 2011.